Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device leaked air. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? ---yes. If so, did the noise prevent insufflation? ---yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---no information. Was a device inserted in the trocar during the leaking? ---no information. If so, what device? Was any torque being applied to the trocar or device? ---no information.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.